Manufacturer narrative:
The calcium and creatinine reagents' lot numbers and expiration dates were not provided. The field service engineer (fse) found that the nozzle in the rinse station was dirty and blocked by a red gelatinous substance, which caused water to drip into the rinse station. He cleaned the nozzle. He then verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward. The fse identified that the root cause was a blocked nozzle at the rinse station (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested for calcium assay and 1 patient sample tested for creatinine assay on a cobas 8000 c702 module. Sample 1 was tested for calcium: initial result: 1.37 mmol/l. Repeat result: 2.12 mmol/l. Sample 2 was tested for creatinine: initial result: 172.8 umol/l. Repeat result: 56.2 umol/l. The customer noticed that the initial results did not match the patients' clinical diagnosis, and repeated the samples. No questionable results were reported outside the laboratory.